Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open resection of rectum with hartmann procedure, on closing the deep colon rectum, after cutting and opening, the stapler the approximated tissue was open; no staples were inside the tissue or abdominal cavity. The staples can¿t deploy because there were no staples in the cartridge instead of closing the tissue with the staple line the tissue had to be cut again for a clean resection area and closed with sutures to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired 4.8mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. They reset the loading unit, reloaded into the instrument and cycled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.